Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A purchasing professional advised that a surgeon reported power surges during a cataract with intraocular lens implant procedure. A portion of the nucleus ended up in the vitreous. Additional information has been requested but has not been received.

Manufacturer narrative:
A questionnaire was received and reviewed by the clinical analyst, who stated the following: ¿the surgeon reported the system had a power surge and a large portion of the nucleus ended up in the vitreous. The facility asked the company sales representative to bring them another system to use. The surgeon completed a questionnaire. The patient was a (B)(6) year old female. The date of surgery was (B)(6) 2015 on the left eye. The event occurred during irrigation and aspiration (I/a). The surgeon stated that the ultrasound was deployed when only I/a was supposed to be activated. The event occurred seconds during surgery. The system was switched out to complete the case. The patients pre-existing ocular history are dry eyes. The patient had punctal plugs inserted in the upper lids in 2007 and is on medication therapy for dry eye twice a day. The patient was referred to a retinal specialist for a posterior vitrectomy. The patient was not hospitalized. The outcome of the event was noted as resolved with treatment. It is unknown if the system caused or contributed to the event without the additional information from the customer or company representative. No further information was able to be obtained from this customer. The customer declined service. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 28, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Event description:
A completed questionnaire has been received from the surgeon. The patient was referred to a retinal specialist where the patient underwent a posterior vitrectomy. Pre-op visual acuity was 20/25 in the left eye. Most recent visual acuity is 20/20. The patient has recovered with treatment.